Event description:
Limited info. Account reports incident in which there was "difficulty puncturing injection site, when the injection site was finally punctured, then the blue seal broke and allowed some leakage." Per rep, the customer stated there was no pt compromise. No further info available.